Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had replace battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer received replace battery alarms without low battery alert. The customer was assisted with troubleshooting and the alarm did not clear. Customer reports power loss alarm and resolve the issue after troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, replace battery now alarm, failed battery test alarm or battery power loss alarm noted during testing. Insulin pump was received with power error alarm due to j6 connector resistance issue.